Event description:
The patient had a non-healing wound with drainage associated with the implantable neurostimulator. The hcp attempted to revise the wound and keep the implant. The entire device system was explanted.